Event description:
It was reported that the device was displaying a service icon and had some error codes in memory that indicate a potentially critical failure. There were no reports of pt use associated with this event.

Manufacturer narrative:
The customer declined service and indicated that they are purchasing new devices. The failed device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.